Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the patient had no prior uti history before device implant and that they have never treated patients for uti. Doctor stated that the patient was still at the hospital and had not been seen by them yet and cannot confirm if the sepsis was caused by the device or therapy. They will send a fax on this when they eventually sees the patient. Additional information was received from the health care professional (hcp). The hcp confirmed that the sepsis was related to the device or therapy and patient was still hospitalized

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was in the hospital due to a uti that went into sepsis and then it recurred a second time. The patient's representative (patient rep) added they may be discharged today. Caller did not know exactly when the uti symptoms first started but they first went to the hospital on (B)(6). The patient was redirected to their healthcare provider (hcp) to further address the issue.